Event description:
The reporter indicated that the a patient experienced retinal detachment after icl implantation 3 or 4 months post op. Reportedly it has been fixed and doctor believes it is okay.

Manufacturer narrative:
Patient identifier-race: unk. Date of event: unk. Expiration date, implant date, explant date: unk. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).